Manufacturer narrative:
Pending investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On 07/06: customer reports intermittently when physician would step on the fluoro foot control the fluoro would not function. Also said the sys kept fluoroing after the foot control was released one time.